Event description:
On (B)(6) 2010, pt reported the past 3 insulin cartridges she has used have been leaking. Pt stated the first incident occurred on (B)(6) 2010 and noticed that after 1-1.5 days there was condensation in the cartridge compartment and the lower half of the cartridge below the plunger. Pt reported she replaced the cartridge with another cartridge from the same box and the same thing happened after the cartridge had been in use for approximately 1 day. Pt reported she replaced that cartridge with a 3rd cartridge form the same box and within 14 hours she noticed more condensation in the cartridge compartment. Pt stated she did not see any damage or cracks and feels like the leaking is coming from the bottom around the plunger. Pt reported she can smell the insulin. Pt stated there was not a lot of insulin in the cartridge compartment; only "beading" or condensation. Recommended switching to her backup infusion device and turning her primary infusion device upside down to allow the insulin around the bottom to dry completely. Recommended using a new cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation. On call back to pt she stated she has not had any issues with condensation or leaking with the new cartridges.